Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number h13c29016 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 5 for this event. This is a report of a patient who experienced peritonitis. Two days later, the patient was hospitalized for the peritonitis. The patient's catheter was removed and the patient was moved to hemodialysis. On an unknown date, the treatment for the event included unspecified antibiotic and antifungal medications. Two weeks after hospitalization, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4).